Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrector did not cut during a pars plana vitrectomy surgery. It is unknown if the vitrector was aspirating during the event. The product was replaced and the procedure was completed without consequences to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
A device history record review for the reported lot shows that the order was built and released per specifications. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. The root cause for the customer's report could not be determined. The manufacturer internal reference number is (B)(4).